Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was on holiday. She gets the oor message "desired settings not available", but she also doesn't feel any stimulation anymore. They tried troubleshooting (switching programs and taking out battery pack) but doesn't make a change. She was indeed not able to increase her stimulation. The patient services agent noted that even though with an oor you should normally still experience stimulation, the patient said she is definitely not feeling as much stimulation as before and she is in pain. They provided her with the closest clinic to see if they can find the cause of the issue and possibly resolve it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.